Event description:
The user stated, they discovered the vsii had misaliquoted a pt sample when doctor called on (B) (6) 2009 questioning the psa results for one pt as he was expecting a high result. The initial result from the aliquot tested on the e-module (B) (6) 2009 was 1.04 ng per ml. When the doctor called, the user pulled the primary tube and obtained a result of 7.25 ng per ml on (B) (6) 2009. The user stated, they were unable to retest the original aliquot as it had been discarded. The user stated, they have no info regarding if the pt was treated based on the erroneous result. The field service representative could not confirm the problem as the user had performed a full data clear on the instrument. To verify the operation, he ran performance checks with all aliquots produced correctly. Follow-up with the user confirmed the instrument is now operating normally.